Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the right coronary artery (rca). A 2.50x28mm promus element ¿ drug-eluting stent was selected for use to treat the target lesion. However, the physician noticed that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual and tactile examination of the catheter shaft identified no kinks or damage. An examination of the crimped stent identified that the proximal end of the stent was bunched with the stent struts misaligned. This type of damage is more consistent with the stent getting caught on an object during withdrawal. No other damage was noted along the mid to distal end of the crimped stent. There was a build-up of blood on the surface of the stent. The balloon was tightly folded and did not appear to have been subjected to any positive pressure. No issues were noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).